Event description:
It was reported that approximately october, 2013 the patient had a computed tomography (CT) scan or magnetic resonance imaging (MRI) and following the scan the pump had to be ¿rebooted¿. The patient stated that the pump ¿started up¿ just fine and after the event the patient saw the healthcare provider (hcp) and confirmed the pump was functioning as normal. It was noted that the scan was not related to the device or therapy. No patient symptoms were reported. The device system delivered morphine and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant: product ID 8709, lot# j0178003r, implanted: 2001-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. (B)(4)